Event description:
Phleb had a roll of tourniquets on her cart. She tore the first one off to use and noticed a shard of metal embedded in the side of the tourniquet. Same roll had another tourniquet that was crinkled and had impressions across the tourniquet. Appears that something happened during the manufacturing process. No other reports of problems. These two tourniquets have been isolated in my office and will be taken down to supply chain.